Event description:
Ous MDR - via home monitoring, artifacts were discovered in the ra and rv channels. During the explantation, insulation damage was observed at both leads. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.